Manufacturer narrative:
Report inconclusive. No evaluation was performed as no product was returned. As this event is associated to a legal proceeding, all further investigation and communications will be handled by our legal staff. This report is filed as our product is alleged to be associated to the pt injury. Inadequate info is available to determine the association of our device to the reported injury.

Event description:
"The plaintiff in this case sustained a severe shock in 2007 when she was retrieving "an electric midas rex drill" from "a metal sled" in an operating room that was not then in use.